Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was not confirmed based on the field evaluation. The fse tested the ft10 electrosurgical generator unit (esu) and vio dv integrated electrosurgical unit (iesu) generator on the bipolar instrument. No issue was noted. The system was tested and verified as ready for use. No images or videos were shared for the event. A review of the site's system logs for the reported procedure date was conducted by a technical support engineer (tse). Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additional log reviews confirmed that a radical prostatectomy without lymphadenectomy took place on 01-jun-2022 via system sk3577. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a backup vio dv integrated electrosurgical unit (iesu) generator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the maryland bipolar forceps (mbf) energy was too weak on the ft10 electrosurgical generator unit (esu). The customer replaced the mbf, the bipolar cable, and the esu generator with the vio dv integrated electrosurgical unit (iesu) generator, but the issue persisted. The tse had the customer connect the bipolar instrument to another bipolar port on the vio dv iesu generator, replace the bipolar cord again, and then power cycle the vio dv iesu generator, the issue remained. The customer elected to configure the bipolar energy to "effect 8. Watt 120" and continued with the procedure under this setting. The customer requested field service engineer (fse) follow up. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The esu initially powered on without errors.